Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer. The c5 cable was plugged into the wall instead of the pyxis, plugged it into the pyxis and rebooted the refrigerator to resolve the issue. No further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was not detected on the bus. The customer had powered down both the main pyxis unit and the fridge, and had also disconnected and reconnected the ethernet cable, but the issue could not be resolved. In the meantime, medications could not be accessed from the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.